Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 24 colony forming unit (cfu) of pseudomonas species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. For automated endoscope reprocessor (aer) treatment, the soluscope reprocessor along with soluscope anios detergent and soluscope paa disinfectant were used. All channels were connected with tubes when the scope was set up in the aer, and rinse water quality was controlled. The scope was blow dry by filtered compressed air and stored in a simple dry cabinet. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report has been submitted to provide device evaluation. The follow field updated: b5, d9, h3, h6, and h10. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, plug unit leaking, distal end cover insulation less than threshold, light guide rod lens cracked, charged coupled device cover lens cracked, glue around light guide lens and objective lens worn, connecting tube wrinkle 10mm from glue, universal cord wrinkle, plug unit cracked, angulation system failed, and forceps passage biopsy channel less than spec value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon inspection and testing of the returned device, foreign material was found attached to worn glue around the scope light guide lens. This follow up report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to b3, b3 was inadvertently left out of the report. This report is being supplemented to provide additional information based on results of third-party testing (please reference b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event 1: positive in culture test. A root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Event 2: foreign material adhered to worn light guide (lg)-lens glue regarding foreign material although foreign material adhered to worn lg-lens glue the foreign material could not be identified. Regarding the cause of foreign material remained in the device. The foreign material may not have been removed due to physical damage of the device. The reprocessing steps provided by the user were reviewed and deviation from IFU could not be confirmed. Lg-lens glue worn out and cracked. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.